Event description:
It was reported that a dissection was identified resulting in an additional stent placement. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the tcar procedure, the physician advanced the 0.014" guidewire into the internal carotid artery (ica), pre-dilated, placed an enroute stent, and post-dilated successfully. Imaging was then performed, and it revealed a dissection just beyond the distal portion of the stent in the ica. The physician attributed the dissection event to either the enroute 0.014" guidewire or the enroute stent and elected to place an additional stent to cover the dissection.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that a dissection was identified resulting in an additional stent placement. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. During the tcar procedure, the physician advanced the 0.014" guidewire into the internal carotid artery (ica), pre-dilated, placed an enroute stent, and post-dilated successfully. Imaging was then performed, and it revealed a dissection just beyond the distal portion of the stent in the ica. The physician attributed the dissection event to either the enroute 0.014" guidewire or the enroute stent and elected to place an additional stent to cover the dissection.